Event description:
On (B)(6) 2013, it was reported that the patient experienced elevated blood glucose levels and ketones. The patient had to seek assistance from a nurse in the hospital. A company representative inspected the device and noticed a strong smell of insulin leading her to believe there was an insulin leakage in the system. The patient thinks the elevated blood glucose level is due to inaccurate delivery of the infusion device. The patient was diagnosed with diabetic ketoacidosis. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. No leakage could be detected during the investigation.